Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Waveforms submitted to the MFR for analysis showed evidence of power limit advisory and vent filter analysis showed evidence of bearing wear with high levels of copper and titanium. The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) awaiting a decision by the hospital.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.